Manufacturer narrative:
Device investigation narrative - due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. See communications for timeline. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. Evaluation codes updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the wires snapped in the patient.